Event description:
The tube disconnected from the access tip. Did the disconnection occurred during use? Yes, according to ms. (B)(6), the disconnected tubing was found like that during night rounds. Where is the catheter located? Peritoneal. It was an ascites catheter what type of suction was being performed? The drainage was performed with a connecting tubing and their own bag.

Manufacturer narrative:
(B)(6) follow up emdr for device evaluation: one sample and two photos were provided to our quality team for investigation. Upon visual inspection, it was observed that the access tip was not connected to the drainage line therefore, the reported failure mode was verified. A review of the internal manufacturing device records and raw material history files for lot 0001317134 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. The adhesive used to join the access tip to the drainage line can dry quickly and if not connected in the appropriate time, the components may not adhere as expected which can lead to disconnection. During the quality team's investigation, it was identified the work instruction does not specify when to attach these components, many operators often completing this action last before moving the product on to the next process. Based on this information it was determined the root cause of this failure is related to the method used during the manufacturing process. A corrective action project was initiated to further investigate and address this issue. Updates have been made to ensure the process is clearly defined and additional training will be performed with all manufacturing personnel, the reported lot was manufactured prior to these implementations. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Pr 1846684 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The tube disconnected from the access tip. Did the disconnection occurred during use? Yes, according to (B)(6), the disconnected tubing was found like that during night rounds. Where is the catheter located? Peritoneal. It was an ascites catheter. What type of suction was being performed? The drainage was performed with a connecting tubing and their own bag.